Manufacturer narrative:
A review of complaint history was conducted for lot number 2502029, and no other complaints associated with separation of the luer lock tip adaptor or distal tubing disconnection were identified for this lot. Device history record review confirmed that lot 2502029 was manufactured and tested in accordance with the device master record and applicable quality system requirements. All manufacturing and sterilization testing met established acceptance criteria prior to release. A corrective and preventive action (CAPA) was initiated to further evaluate the reported failure mode. The affected IV administration set (catalog number bx-70071-df, lot 2502029) was returned on february 26, 2026, and will undergo evaluation to determine the probable cause of the reported condition. At this time, the investigation remains in progress and a root cause has not yet been determined. Refer to (B)(4) for futher details.

Event description:
It was reported to intuvie that the distal end of the IV tubing set disconnected at the seam under the threaded end. The luer lock tip adaptor was reported to have broken off from the tubing. No patient injury or adverse event was reported.